Event description:
The facility's biomed tech reported an infusion pump with an 812:04 failure code, which occurred before use. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.